Event description:
A consumer whose indication for use were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor reported that she had a returned of symptoms. She wanted to increase stim. She was able to use the programmer and verified stim was currently off. She was able to turn stim back on and she was on program 4 at 2v. She increased stim to 2.4 and reported stim was comfortable when seating, standing and walking. The event occurred on (B)(6) 2016. It was also reported that she was not able to get the programmer to work. The programmer was powering on,but she was not able to increase stim. Patient stated she saw the icon showing her to replace the batteries in the programmer. She was able to replace the batteries in the programmer and was able to connect to implantable neurostimulator (ins) and was able to make adjustments. The issue was resolved while on the call. On (B)(6) 2016, the consumer reported the caller was trying to get her stimulation settings back on p4 at 1.9v and it was not working. The patient had experienced a loss/change of therapy. She had the implantable neurostimulator (ins) put in to help with interstitial cystitis pain and overactive bladder (leaking). Since implant she had not gotten greater than 50% reduction of symptoms but there have been some occasions where it had helped off and on. The caller was not having to get bladder treatments like she was before. A few days prior to meeting the representative (B)(6) 2016, the patient was on p4 at 1.9v and it seemed to be helping. After meeting with the representative for programming adjustments, the patient noticed she was having severe pain in her vaginal region on the left side (same side as implant). She was also having trouble moving her bowels. It was indicated the patient was having similar symptoms to what she had after first having the device implanted. The patient turned off the ins to see if it would but the pain would not subside. During the call, it was noted the patient could not feel stimulation. Therapy was confirmed to be off. It was reviewed that therapy would need to be on for it to be effective. The therapy was turned on but the situation was not resolved. The caller indicated she had purposefully turned stimulation off because of the pain she was having. She was not aware she would have to turn stimulation back on before trying to change the stimulation settings. The patient was helped in changing from p4 at 0.8v to p4 at 1.9v. The patient felt stimulation in the correct area. It was noted the intermittent therapeutic relief had been occurring since implant. It was also reported the patient's pre-existing diverticulosis where she had issues with her colon (diarrhea) had worsened. The patient was taking antibiotics and medications for this condition. The patient noted she thought the conditioned had worsened after she met with the representative.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.